Event description:
The customer reported that the device would not boot up and operate. The device display was blank and it appeared to lock up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). The initial MDR reads: physio-control evaluated the device and was unable to duplicate the reported failure to boot up, possible lock up problem. However, physio found that the device gave ¿abnormal energy delivered¿ message during a shock and it would not deliver defibrillation energy. Physio replaced the therapy pcb assembly to resolve the observed failure to deliver energy and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The cause for the reported failure to boot up or possible lock up problem was not determined. The customer had worked on the device to change a coin cell prior to physio-control's evaluation. (B)(4): physio-control evaluated the device and was unable to duplicate the reported failure to boot up or possible lock up problem. Physio found that the device gave ¿abnormal energy delivered¿ message and the output was approximately 20% less than the selected energy setting. Physio replaced the therapy pcb assembly to resolve the observed problem and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The cause for the reported failure to boot up or possible lock up problem was not determined. Further testing of the removed therapy pcb assembly found no failures.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported failure to boot up, possible lock up problem. However, physio found that the device gave "abnormal energy delivered" message during a shock and it would not deliver defibrillation energy. Physio replaced the therapy pcb assembly to resolve the observed failure to deliver energy and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The cause for the reported failure to boot up or possible lock up problem was not determined. The customer had worked on the device to change a coin cell prior to physio-control's evaluation.